Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "there was no protective label on the transfer needle, there was no information on the batch and date of expiry."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-may-2022. H.6. Investigation: bd did receive 4 samples and 5 photographs from the customer in support of this complaint. An evaluation of returned samples and photographs provided indicated that the labels were misplaced and some of the cups had no labels. Retention samples are not kept in archives for this product therefore, retain testing of this product could not be performed. Bd was able to duplicate or confirm the customer¿s indicated failure mode from the returned samples and photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "there was no protective label on the transfer needle, there was no information on the batch and date of expiry."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for label lift was observed, as the labels were misplaced and some of the cups had no labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of label lift based on the returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was no label or missing label information. The following information was provided by the initial reporter: the customer stated: "there was no protective label on the transfer needle, there was no information on the batch and date of expiry."